Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, h11. A getinge field service engineer fse evaluated the unit and found gas loss in iab circuit alarm. The fse connected a system trainer and test balloon, but could not duplicate gas loss errors. The fse performed various autofill cycles, but there were no gas loss alarms. The fse performed a preventive maintenance pm with full calibration, and tested the unit. The iabp was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an "air leak". Patient was not involved. No harm occurred.